Event description:
It was reported that during set-up, the tcm was not maintaining the temperature and the down button was not working. The system was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The field service representative investigated the issue on site and replaced the membrane panel. The system operates as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.